Manufacturer narrative:
Upon eval of the device, the complaint was confirmed. The unit was pressurized and was found to leak at the weld area. It is most likely that the unit saw variation in energy or pressure during the welding process due to dimensional shifts of the parts involved. A review of the complaint files could confirm that there have been five complaint reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, another shunt sensor leaked; therefore, the doctor decided not to use this shunt sensor. The product was changed out. There was no patient involvement. The surgery was not delayed and was completed successfully.